Event description:
Physician reported that patient has a skin rash of an unknown origin. It was reported that patient had an everflex stent implanted on an unknown date. Physician was not sure if the rash is related to the stent implantation; therefore, inquired about the metal used to make the stent. No further information is available.